Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with hyperglycemia. The reporter stated that the patient had a blood glucose of over 500 mg/dl with diabetic ketoacidosis. The reporter stated that the patient as treated with insulin via injection and intravenous fluids while at the hospital. The patient had discontinued pump therapy at the time of the call. The reporter stated that after changing their infusion set, the patient did not prime insulin into the tubing. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the pump.